Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the bonded portion of the y-port. A bag of oxaliplatin 80mg to be infused at 268ml/hr was connected to the y-port infusion of leucovorin 84mg to be infused at 146ml/hr. The set was primed with d5w when the patient noticed the set leaking. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the bonded portion of the y-port was confirmed. No anomalies were observed with the set during initial visual inspection. Functional testing was performed; a leak on one of the sets at the engagement between the male luer and texium component was observed. The root cause of the leak is a gap between the male luer and texium which occurred during the manufacturing process.